Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found these non-reportable events, due to deformation of control unit, water tightness was lost, due to damage, angulation lever does not move smoothly, due to wear of angle wire, bending angle in up direction did not meet the standard value, scope connector cover unit was dirty due to water leakage, the universal cord was dirty due to water leakage, the control unit was dirty due to water leakage, the scope cover unit had a scratch, the scope connector had a scratch, the universal cord had a scratch, the up/down angulation lever plate had a scratch, the up/down angulation lever plate was sticky, the grip had a scratch, the grip was sticky, the control unit had a scratch, the adhesive on bending section cover had a chip, the light guide bundle was slipping down, and the connecting tube had a dent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex videoscope displayed error e315 (incompatible scope), when another scope was connected. The issue was found during inspection prior to use for an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause for the event was not determined. However, it is likely that the event is a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the white light imaging and narrow band imaging endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.